Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported incomplete coaptation appears to be related to a combination of challenging patient anatomy (restricted and tethered leaflets) and procedural conditions (poor imaging). The reported poor imaging appears to be related to procedural conditions (shadowing and imager inexperience). There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted imaging was challenging. One clip was successfully deployed on the mitral valve. To further reduce mr, an ntw clip was inserted and deployed on the mitral valve. However, after deployment the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Mr was reduced to a grade of 2 and no additional clips were implanted. There were no adverse patient effects and no clinically significant delay in the procedure.